Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The air/water nozzle was flushed with water and air. The air/water nozzle was flushed with detergent.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope air supply was weak and water could not be sent. There was no report of patient harm associated with this event. During incoming inspection, it was determined nozzle was clogged with foreign matter. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, water removal ability did not meet the standard value. In addition to evaluation in the event description, bending section cover had a scratch. Connecting tube had coating peeling. Connecting tube had a scratch. Connecting tube had a dent. Plastic distal end cover had a scratch. Plastic distal end cover had a dent. Connecting tube had a buckling. Adhesives around light guide lens had white-clouded area. Light guide lens had a crack. Adhesives around objective lens had white-clouded area. Adhesive around objective lens was peeled. Adhesive on bending section cover had white-clouded area. Adhesive on bending section cover had a chip. Adhesive around light guide lens was peeled. Connecting tube had a wrinkle. Scope cover plate was detached. Scope connector was deformed. Universal cord had a wrinkle. Universal cord had a scratch. Switch button 4 had a scratch. Switch button 1 had wear. Switch button 1 had a scratch. Protector of universal cord on scope connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.